Manufacturer narrative:
The cause failure is unknown but is believed to be associated with the application of high torque and possibly levering during use. Review of manufacturing history records found 4 pieces released for distribution on 12/8/2016 with no deviation or anomalies. A two-year complaint history review found this to be the first report of this nature received for this part number. No corrective actions are being recommended at this time since the cause(s) of the excessive torque required is not clear and a trend for reports of this nature for the reported part numbers was not identified. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2015-00020 & 00025).

Event description:
During a procedure performed (B)(6) 2017, the tip of the retention bone-screw diver (39-sp-0601) broke upon insertion of a 5.5 mm x 35 mm reform pedicle screw, ha coated. The screw was removed and replaced, utilizing another driver readily available. Upon insertion of a 8.5 mm x 60 mm reform pedicle screw, ha coated, the tip of a reform driver w/lock, modular (c2604) broke. The screw was removed and replaced utilizing another driver readily available. There was a delay of approximately 5 minutes as a result.